Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change, the ilet pump displayed a solid green charging light and vibrated to the sleep/wake button, but the screen intermittently would not turn on, consistent with an unresponsive key/button and implicating the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with an unresponsive control interface involving the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.